Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained vt episodes due to post-sensed t-wave oversensing were observed via remote transmission. Patient was asymptomatic. Programming changes were made. There were no reported problems for the patient.